Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. The device went through the refurbishment process and the machine passed all test and no problems occurred during the process. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework identified during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal association exists between the liberty cycler and the adverse event(s) of chest pressure and hypertension. The possibility exists of a causal relationship between the adverse event(s) of chest pressure and hypertension and the liberty cycler given the event(s) experienced by the patient occurred during therapy and cannot be ruled out. However due to the lack of information available, causality cannot be determined. Additional information related to the patient¿s demographics, laboratory testing, discharge summary and medical intervention(s) is required to determine potential causality.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s contact requested assistance to cancel the treatment as the patient wanted to go the hospital was feeling sick. It was reported the patient¿s blood pressure increased and they felt pressure on their chest. The patient¿s blood pressure was reported to be 213/80. During follow up the pd nurse stated the patient was hospitalized for increased blood pressure on (B)(6) 2017. The nurse stated that the patient had a history of hypertension. The patient has recovered from the event and continued pd treatment.